Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat# 00-5001-044-26 , lot# 65664433, liner assy 44/45/46od x 26id. Visual examination of the returned product identified lock ring was returned in the shell. Lock ring was removed to evaluate lock ring groove and lock ring for damage. Lock ring tabs show nicks and scratches. Lock ring tab window shows bend on the thin section (see photos bent tab window) tab window also shows scratches and gouges. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Cat#00500104426 lot#65664433 liner 26 mm i.d. For use with 44/45/46 mm o.d. Shells. Foreign: japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was report that during an initial total hip arthroplasty procedure the 45mm liner did not fit tightly into the outer cup. There was a 2mm gap even when the liner was pushed hard. The surgeon changed the outer cup to 46mm and used the initial liner to successfully complete the procedure. There was no serious injury as a result of the malfunction. Attempts have been made and no further information has been provided.